Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv6b11) and mount were returned for investigation. Visual evaluation of the as returned products identified that they were engaged and there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot (1228983) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1228983) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided email address was not provided premarket identification PMA/510(k) number k013227.

Event description:
It was reported that after placement of the implant with the torque wrench doctor was unable to remove the fixture mount screw, because of this doctor had to remove the implant. He was able to complete the procedure by placing another implant he had on stock.